Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The event for trigger sticking was duplicated by the repair technician through the device evaluation. However, there was no run-on reported as a result of the trigger sticking.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the trigger on the device was sticking, potentially causing run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the trigger on the device was sticking, potentially causing run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.